Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient experienced issues with 6 infusion sets and 6 cartridges, all of the same type. The cannula of the infusion set was bent. The event dates were recorded as (B)(6) 2024 and (B)(6) 2024. The patient noticed symptoms 3 or more hours after insertion. The infusion set was in use for 1-2 days and was inserted in the abdomen. The patient regularly rotated the site location, and the site area was not impacted. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The patient's blood glucose level at the time of the issue was noticed was 220 mg/dl. The patient resolved the issue by replacing the infusion set and cartridges and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-05555 - device 4 of 6.